Event description:
Customer reported flap striae on patient's left eye. Status/post lift for epithelial removal.

Manufacturer narrative:
(B)(4). Evaluation, conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer is only reporting this event and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
Additional narrative - treatment date was on (B)(6) 2011. Enhancement date was on (B)(6) 2012. Flap lift for epithelial removal was on (B)(6) 2012. The epithelial issue was due to the ingrowth. The striae and the epithelial issue resolved. There was no loss of vision.